Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately six months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and multiple attempts were made with multiple devices in an attempt to snare the filter. The filter hook could not be engaged due to hook adherence to the caval wall. The decision was made to leave the filter in place as retrieval would not appear to be indicated in terms of risks versus benefit. After some times from post filter deployment, it was alleged that detached and tilted. The device has not been removed after an attempted but unsuccessful procedure the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven months later post filter deployment, the filter was attempted for retrieval with fluoroscopic guidance. The right internal jugular vein was punctured with single wall micro puncture technique. A 11-french vascular access sheath was placed. An angled glide wire was advanced into the infrarenal inferior vena cava and subsequently beyond the filter into the left common iliac vein. A 4-french pigtail catheter was then positioned in the left common iliac vein. An inferior venacavogram was performed in the anteroposterior projection with digital subtraction angiography technique which demonstrated no evidence of thrombus within the denali caval filter. The 4-french pigtail catheter was removed over an angled glide wire. A 10-french guiding catheter was then advanced down to the infrarenal inferior vena cava just above the caval filter. Next, a 25 mm nitinol gooseneck snare was manipulated about the filter hook, however, the filter hook could not be engaged. Next a triple loop nitinol snare was used in a similar fashion and again the filter hook could not be engaged. Fluoroscopic guidance in both oblique projections indicates that the filter hook was not accessible due to adherence to the inferior vena cava wall. A curve was placed on the guiding catheter for the snare to facilitate a different angle of approach to the filter, however, this was also unsuccessful. After extensive efforts at filter capture, the procedure was abandoned. The filter remained in satisfactory longitudinal alignment without any filter disruption or partial displacement by the attempted retrieval efforts. The patient tolerated the procedure well with no evidence of complication. After three years and two months, computed tomography of the abdomen without contrast indicated the presence of inferior vena cava filter, with tip of the filter at the level of the renal veins. Therefore, the investigation is confirmed for the alleged retrieval difficulties. However, the investigation is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep venous thrombosis and acute gi bleed was scheduled for vena cava filter placement. The right common femoral vein was accessed and an inferior vena cavogram was performed which identified the renal veins. The filter was then deployed in the infrarenal ivc. Completion venogram demonstrated satisfactory filter position. The patient tolerated the procedure well with no evidence of complication. Approximately six months post filter deployment, the patient was scheduled for filter retrieval as the device was no longer needed. The right internal jugular vein was accessed and an inferior vena cavogram was performed which demonstrated no evidence of thrombus within the filter. Multiple attempts were made with multiple devices in an attempt to snare the filter however, the filter hook could not be engaged due to the hook adherence to the caval wall. The procedure was concluded and the patient tolerated the procedure well with no evidence of complication. The decision was made to leave the filter in place as a permanent device and further attempts at retrieval would not appear to be indicated in terms of risks versus benefit. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: no device was returned. Images were not provided. Medical records were provided and reviewed. Approximately six months post filter deployment, multiple attempts were made with multiple devices in an attempt to snare the filter; however, the filter hook could not be engaged due to the hook adherence to the caval wall. Based on the provided medical records, the investigation is confirmed for a tilted filter and difficulties removing the filter. Per the provided medical records, the filter hook was adhered to the wall of the ivc implying the filter was tilted. A tilted filter could lead to retrieval difficulties. Based on the available information, it is unknown how the filter became tilted. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters; perforation or other acute or chronic damage of the ivc wall; filter tilt; filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient with history of deep venous thrombosis and acute gi bleed was scheduled for vena cava filter placement. The right common femoral vein was accessed and the filter was deployed in the infrarenal ivc in satisfactory position. The patient tolerated the procedure well without evidence of complication. Approximately six months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and multiple attempts were made with multiple devices in an attempt to snare the filter. The filter hook could not be engaged due to hook adherence to the caval wall. The decision was made to leave the filter in place as retrieval would not appear to be indicated in terms of risks versus benefit. The patient tolerated the procedure well with no evidence of complication. No additional information was provided in the medical records received.